Event description:
The customer stated that there was blood in the lumen of the icy catheter (lot 185269). The catheter was inserted into the right femoral vein smoothly on the first attempt. The dwell time was 8 hours. No alarm was observed on the thermogard xp ivtm system. There was no leaked saline observed on the console, patient, or floor. The customer replaced the catheter and start-up kit (suk), and continued ivtm therapy using the same console. No device malfunction was reported for the suk, but it was contaminated with blood and therefore replaced. The exact location of the catheter leak is unknown. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot 185269) was not confirmed during functional testing. No leak or malfunction was observed during the testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed and found the catheter shaft was kinked at two locations (at 7.5 inches cm away from the catheter tip and at distal end of manifold). The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. An orange / yellow color inside the balloons and in the in/out lumen tubings was also observed. The root cause of the orange / yellow color in the catheter is unknown. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good start-up kit (suk) and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak, no damage was found during testing, the catheter performed as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. The balloons were properly warming during the warming mode and cooling during the cooling mode. No leak, no damage was found on the catheter, the catheter performed as intended. The suk red pinwheel and the pump roller was rotating as normal.